Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. Per the caller there were no loose luer connections and no leaks. The technical service representative (tsr) advised the caller to cycle power and a system error 2367 occurred. The caller would contact the nurse regarding any missed therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated she did not recall any issues with the supplies that may have caused the alarm to occur. The cg stated the hp started over with new supplies successfully. The cg also stated the hp's peritoneal dialysis was notified of the alarm. Per the cg, the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the lot number and samples were not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was not confirmed. The root cause was undetermined. The lot number was unknown; therefore no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.